Event description:
It was reported that during an unknown procedure, no staples. After the device fired completely, the tissue was cut, but no staples deployed on the proximal end. Only a few staples were formed on the distal end. The surgeon used hand sewing to complete the procedure. One formed staple was found in the jaw of the device after the surgery. Pictures are attached for reference. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photographic conclusion: the belief is that the possible cause of the reported issue may have been bunching of tissue within the device prior to firing. Unfortunately, there is not enough evidence to determine the root cause of the issue.